Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lower anterior resection, the reload was used with the powered idrive handle. The jaws of the reload were articulated fully and then the surgeon placed the device on tissue and pressed the green button. The indicator started to blink and the device was fired, but it did not move forward. The jaws were released once and the surgeon tried to fire again, but safety had already engaged and the same incident occured. To correct the problem, another device was used. No other adverse events reported.